Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed that some small parts of the thread flanks are broken off. Based on the evaluation performed and on the fact that the damaged portion of the product makes physical dimensional verification of the tip features impossible, this complaint is deemed indeterminate from a manufacturing standpoint. Placeholder.

Event description:
It was reported that during a hardware removal, the tips of two conical extraction screws broke off into the head of the screw. All hardware was reportedly removed, the broken tips were retrieved. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.